Event description:
During the deployment of the contralateral leg inside the limb of the main body, the graft was placed having two full stents inside the main body above the bifurcation. In order to support the high placement of the graft, an iliac leg extension was placed adjacent to the contralateral leg, in order to support the graft and ensure patency of the ipsilateral limb.